Manufacturer narrative:
Correctio to h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant, the leadless implantable pulse generator (ipg) exhibited unstable thresholds and the premature ventricular contractions (pvc) were sporadic due to the dancing under fluoroscopy. The leadless ipg was explanted and replaced. It was further reported that during implant, the replacement device exhibited low impedance, loss of capture and high threshold and the patient experienced a decrease in blood pressure, pericardial effusion and cardiac tamponade. Pericardial puncture and drainage was performed and the implantation procedure was discontinued. No further patient complications have been reported as a result of this event.